Event description:
New information reported that the pulse generator's rf functionality had been previously disabled following electrocautery use. The patient was brought into the clinic on an unknown date where a software download restored rf communication. It was noted that interrogation was difficult prior to rf restoration.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, wireless communication with the pulse generator was lost following the use of electrocautery. Reinterrogation of the device yielded a false alert for battery depletion. Following the procedure, device reprogramming was performed and the false alert was cleared.